Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not switching on. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse identified power control board was defective, which resulted the machine to not switch on. The fse replaced the power control board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not turn on. The device was not in clinical use. No harm was reported. The philips field service engineer (fse) visited the site and replaced mpd control unit which returned the device to use in good working order.